Manufacturer narrative:
A follow up will submitted, when additional information become available. Note: this event occurred on the singapore market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in singapore. The customer reported that the pressure readings loss intermittently. The hls cable was identified as the cause and was quoted to the customer. No harm to any person has been reported. Complaint ID: (B)(4).